Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter and the shaft was found to be kinked at 24.5 cm from the hub. The shaft (nickel only) was found to be also broken at 24 cm (1 cm of the inner lumen was exposed). The liner was found to be intact. The strain relief was removed and the shaft inspected under the strain relief and defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during an embolization treatment procedure, a shaft kink occurred. The mildly tortuous and non calcified lesion was located in the arteria hepatica. This direxion hi-flo catheter was selected; however, the microcatheter became kinked at the proximal part 20cm after the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft break,